Manufacturer narrative:
(B)(4). Batch # p58465. Investigation summary ==> the long60a device was received for analysis with no visual non-conformances and with three cartridges reloads present. The cartridge reload ecr60b were received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The cartridge reload ecr45b was received unfired. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the echelon flex 60mm IFU. The returned device and cartridges reloads ecr60b were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and identified a defect/issue but was not related to the reported incident were found. In addition, no protocols or ncr related to the complaint, were found during the manufacturing process. Device history review ==> null.

Event description:
It was reported that the staples malformed after firing. During the sleeve gastrectomy, after fired, found the staples malformed, used suture to sew the wound. There were no adverse consequences to the patient.